Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. B5: describe event or problem - updated. Investigation summary: based on the available information, although no product has been returned, we have determined that the pleural effusion is a known inherent risk with use of this product. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return;]" therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that pleural effusion is addressed as a potential procedural complication when using farawave nav. Additionally, based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave nav device confirmed that the event of pleural effusion is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave nav device is acceptable. Investigation conclusion: based on the information provided, the reported event of pleural effusion is a known inherent risk of farawave nav. As stated by the instructions for use, there were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue.

Event description:
It was reported that a farawave nav catheter was selected for use, and the patient experienced a hydrothorax. No medical intervention was performed to treat hydrothorax. The procedure was completed. The patient was not hospitalized. The device is not expected to return for analysis. Additional information revealed patient had decreased hemoglobin.

Event description:
It was reported that a farawave nav catheter was selected for use, and the patient experienced a hydrothorax. No medical intervention was performed to treat hydrothorax. The procedure was completed. The patient was not hospitalized. The device is not expected to return for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.